Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power to the station. A field service engineer identified issues with drawers 7.1 and 7.2 on the auxiliary cabinet and station crashes. The latch receivers were found to be loose, and two controller boards were with no indicator lights. The faulty boards were replaced, and the entire drawer was removed to reinstall the slide numbers, back panels, and drawer fronts. Full diagnostic testing was performed to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was no power to the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.